Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a crt-d upgrade. During the procedure, the coronary sinus was dissected. Pericardial centesis was performed to remove the effusion. Ventricular fibrillation was noted and shock was delivered to terminate the arrhythmia. Low blood pressure and oxygen saturation was noted. The patient deceased during the procedure. No further information was available.